Manufacturer narrative:
Device is not being returned for evaluation.

Event description:
It was reported that the device was expired on 09/18/2018 and they noticed it after it was implanted on the patient.